Event description:
On 5/14/2024, an FDA medwatch notification was received via email. A facility representative reported that the inserter of two ar-3636 knotless 1.8 fibertak metal prongs broke off and remained embedded in the bone. All broken fragments were removed from inside the patient. The case was completed with another arthrex anchor. This was discovered during a left shoulder procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
(B)(4).